Manufacturer narrative:
Change from "yes" device available for evaluation to "no" since no device has been returned. The device was not returned by the user facility therefore unable to be evaluated. The reported failure could not be verified and a root cause cannot be determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A lot history review was conducted and there have been no other similar complaints within the past two years for this lot number and failure mode combination. A two-year review of complaint history revealed one similar complaint for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0006 percent. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection. Use lower possible power setting on the associated electrosurgical unit capable of achieving desired surgical effects. Activation time should be as short as possible. Inspect and test each device before each use. Verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The conmed representative reported on behalf of the user facility the tip of the extended insulation on the electrode of the goldvac accessory melted. The procedure was completed using an alternative device with a delay of 2 minutes. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.